Manufacturer narrative:
Add'l info has been requested. Any relevant info will be provided upon receipt.

Event description:
It was reported that in (B)(6) 2010, the pt underwent the initial surgery. Six weeks post op, it was discovered that three of the closure tops previously implanted (two at l3 and one at l4) had backed out of the tulip head of the screw and were "free floating" in the pt. A revision surgery was performed in (B)(6) 2010 and the closure tops were replaced. On (B)(6) 2010, x-rays revealed that the two closure tops at l3 again backed out of the tulip head of the screw and "free floating" in the pt. In addition, one of the closure tops at l4 began to back out of the tulip head of the screw. The surgeon decided not to perform another revision surgery, as the fusion was achieved and the pt is reported to be doing well.